Event description:
It was reported that the tip broke off in patient. The tip was retrieved in one piece. Another cutter was used and procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once investigation is completed.